Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. In this case, the system was flushed prior to use and appropriate accessories were used (10f terumo sheath and terumo stiff guidewire). Additionally, the fracture of the outer sheath indicates force was applied during stent graft deployment. It was reported that the stent was withdrew and reinsertion was into the patient was performed, which is indicated as an infection risk to the patient by the instructions for use. As a result of the investigation the reported failure 'fracture' is confirmed. A 'failure to deploy' is closed inconclusive, since no test could be performed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' In regards to treatment site, instructions for use stated "vascular stent graft for use in the iliac and femoral arteries". Meaning that the device was used off-label. Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: d4 (expiry date: 11/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure involving subclavian artery, the stent allegedly failed to deploy, even outside the patient. It was further reported that the system was withdrew and flushed again until coating was fully flushed and then reinsertion of the device was performed and still the device failed to deploy. There was no patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. (Expiry date: 11/2022)

Event description:
It was reported that during a stent graft placement procedure involving subclavian artery, the stent allegedly failed to deploy, even outside the patient. It was further reported that the system was withdrew and flushed again until coating was fully flushed and then reinsertion of the device was performed and still the device failed to deploy. There was no reported patient injury.